Event description:
A medtronic ent representative reported that, while in an ent surgery, the surgeon attempted to register the patient 3 times with tracer, however, the registration would shift 90 degrees off the face and then fail. They next registered with pointmerge using 2.7 registration sphere. When the small straight fraser suction was placed in the nose the surgeon felt 4cm inaccurate. The surgeon chose to continue the surgery to completion without the use of navigation. No impact to the patient's outcome was reported.

Manufacturer narrative:
The patient exam was not to protocol. There was insufficient amount of forehead included in exam. Additionally, the tracer technique was poor because of the small amount of forehead included in the scan.

Manufacturer narrative:
The facility of the alleged malfunction declined to provide the patient's medical record number and the patient's weight.no parts, or files, have been received by the manufacturer for evaluation as of the date of this report.